Event description:
After initial implant of a peripheral nerve stimulation system the patient reported that the target area was not receiving pain relief. Target pain relief area is the patient's hand, however the system placement did not provide relief below the elbow area. A revision procedure was performed to add an additional lead to provide pain relief to the targeted area.